Event description:
It was reported that during a peripheral orbital atherectomy procedure, the device bogged down and a no flow event occurred. The target lesion was 25cm in length and was located in the anterior tibial (at) artery. The physician treated the first 6-8cm segment using a csi orbital atherectomy device (oad) at low and medium speed. The second and third 6-8cm segments were treated with the oad at low and medium speed. While the treating the distal-most segment, the device bogged down and stopped spinning. The physician tried to remove the oad, but discovered that it was stuck in the vessel. The physician was able to release the device from the vessel, but had to remove it and the guidewire as a unit from the patient. Post-atherectomy angiography revealed no flow in at artery. The physician administered nitroglycerine to resolve the event, but was unsuccessful. Additional intervention was aborted as the peroneal artery and posterior tibial (pt) artery remained open and supplied blood flow to the distal anatomy. The patient status remained stable throughout the intervention. Requests for additional information were made to the facility, but were denied due to facility policies.

Manufacturer narrative:
Device analysis. The oad was returned with the original guidewire engaged in the device. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and crown. The outside diameter (od) of the crown and crown location on the driveshaft were measured and met the drawing specifications. The initial visual examination of the exposed sections of the guidewire revealed that the spring tip was lodged within the driveshaft tip bushing. The guidewire and spring tip were removed distally from the device with significant resistance. Further examination revealed adhered biological material on the guidewire spring tip coils. The proximal solder bond had been damaged as a result of contacting the driveshaft tip bushing. The guidewire spring tip and driveshaft tip bushing were sent for scanning electron microscope (sem) analysis. Sem analysis identified material smearing on the spring tip coil. This is consistent with the spring tip having been pulled axially into the tip bushing in an attempt to remove the guidewire. The driveshaft tip bushing was removed and an in-house 0.014" test wire was loaded through the handle assembly and passed with no resistance. When tested, the oad spun at low, medium and at high speed with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the device bogging down could not be determined. The device was within specification and performed as intended. The root cause of the no flow event also could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire was not reviewed as the lot number is unknown. (B)(4).